Event description:
It was reported that the device won't turn on/ off. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Manufacturer narrative:
The device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the device won't turn on/ off. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
The reported issue was confirmed. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they power button on keypad unresponsive; front case w/keypad replaced. Software version as found 9.33.1; as left 9.33.1. Right iui had cracked housing; right iui replaced. Based on the findings, service determined that the proximate cause of the reported issue was due to electrical failure of the assy fr case w/ keypad 8015 m2. A review of the device history record showed the device had a manufacture date of 05may2020. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed, which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device won't turn on/ off. No additional information was provided. There was no patient involvement.